Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the image did not display when the cable was moved due to a faulty cable. However, the specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, movements in the cable interrupted the image from the camera head during a preventive maintenance and this was probably due to broken wires in the cable. There was no patient involvement.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. The loss of image was due to faulty cable. Additionally, it was found the endoscope could not be attached to camera head due to faulty coupler component. The investigation is ongoing and a supplemental will be submitted on completion of investigation or if any additional information is available.